Event description:
It was reported that the device locked out and would not fire across the left renal artery. The second device also misfired requiring the procedure to be converted from laparoscopic donor nephrectomy to an open procedure. Pt remained stable. No blood was ordered or transfused.